Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to close, grasp and lock onto tissue; however, the clip would not release from the catheter to deploy. The clip eventually deploy onto tissue after the device was manipulated by quickly releasing and opening the spool. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) block h6: medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2022. During the procedure, the clip was able to close, grasp and lock onto tissue; however, the clip would not release from the catheter to deploy. The clip eventually deploy onto tissue after the device was manipulated by quickly releasing and opening the spool. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. **additional information received on (B)(6), 2022** note: this report pertains to the second of two resolution 360 clip devices used in the same patient and procedure.